Manufacturer narrative:
Additional information - UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. Investigation showed that the lock had rotational movement when the unit was not under pressure, however the unit passed all functional testing when properly positioned and placed under pressure. The reported complaint was not confirmed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received on 24apr2020 stated that there was no patient injury and the patient was not prepped for surgery.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit slipped and does not stay tight when tightened. There was no known patient injury or delay in surgery. Additional information has been requested.